Event description:
It was reported, that the patient presented for a routine device change out and lead replacement procedure. Prior to the procedure, upon review, it was noted, that the right ventricular (rv) lead exhibited episodes of over-sensed noise. The lead was explanted and replaced. The patient was in stable condition.